Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture, undersensing, and pacing not delivered when required. There was no asystole noted. A surgical revision was performed and damage to the lead body was noted. The damage was suspected to have occurred during the patient's valve surgery; however, this was unable to be verified. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.